Event description:
It was reported the patient experienced shocking/jolting sensation following exposure to a theft detector at any store. The device has been on during the exposure. The patient turns it down a little bit but doesn't turn it off. Additional information has been requested from the health provided.